Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction as the product was removed and switched to flexi-seal standard product #418000 as indicated on complaint form. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
Complainant reported via complaint form of unspecified leakage issue suspected with cuff. When emptying the cuff only 30ml comes out, after re-inserting the product, cuff only filled up to 15ml instead of 45ml. The product was removed from the patient again. Cuff fills up to 45ml when not in use in rectum does not fill the whole 45ml. Patient reported some pain, but no injury during removal due to cuff not being completely empty.